Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
An operating room supervisor reported an issue regarding the irrigation pressure and issues with the footswitch during a cataract surgery. The patient was reported to have had a mature cataract and that the surgeon had some difficulty in removing it during the procedure. Because of the surgeon's difficulties, the procedure took longer than normal making it necessary to change the balanced salt solution (bss). After the bss bag was changed and priming was performed, the pressure from the irrigation induced "movement of the anterior chamber" and movement of the patient due to pain reaction. After the procedure commenced, the footswitch would not function and appeared to be "blocked". When the staff was able to get the footswitch functioning again, aspiration presented and an anterior chamber depression (collapse) was noted. It was also reported that multiple system messages displayed throughout the surgery. An alternate system was used to complete the procedure with no further issues. The intraocular lens (iol) was then successfully implanted. Several attempts were made to obtain further information on the event with no response to date.